Manufacturer narrative:
The technician found all four casters were worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance of their beds. The technician replaced all four casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician sating the brakes were not holding. The bed was located in the ER department room 13. There was no pt/user injury reported. (B)(4).